Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus tried to reproduce the reported failure using the returned device, but the failure was not reproduced. The device can be attached to the endoscope firmly. It was observed that a part of the device lifted up when it was attached to the endoscope. However, it was unlikely to cause the reported failure. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc obtained the information from the user facility that the user made sure that the device was attached to the endoscope firmly before the procedure. Also, the recorded video of the procedure shows that the subject device appeared to be properly attached to the endoscope.. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user performed an endoscopic retrograde cholangiopancreatography (ercp) with the subject device and tjf-260v. During the procedure, the device was detached from the tjf-260v and fell off into patient's trachea when the user was pushing and twisting the endoscope. The device was retrieved from the patient's trachea. The procedure was discontinued. There was no report of patient injury associated with this event.